Manufacturer narrative:
(B)(4) ¿ incomplete. Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported the sutures on two of the customer's healix anchors broke while tying during a rotator cuff procedure. He stated the surgeon inserted the first anchor and was tying sutures when the suture broke right at the knot. He left the anchor in the patient. He inserted a second anchor and while tying sutures they broke but the surgeon had some suture left to tie a proper knot. The second anchor was secured. This completed the procedure. There were no patient consequences or delays. All broken suture was removed from the patient and discarded. No further information could be provided. Please see also medwatch report 1221934-2018-50881.